Event description:
It was reported that the insulin pump had a display anomaly; it did not display correctly. An operation test and a self test were completed normally. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
No display anomaly was noted during testing. The insulin pump passed the self test and displacement test. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)